Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports that "when the jaws are closed, the tips and bottoms should be closed at first. However, when the doctor closed the jaw completely, the tips and bottom parts are opened. So the vascula (vessel?) May slip from the tip or bottom. It is dangerous in operative." The customer indicates device was in contact with a pt and that there was an injury. On (B)(6) 2010, the dealer reports that during a liver transplant the surgeon was doing the procedure of clamping and cutting the vessels of the porta hepatis at which time the endo-membrane of the vessels were injured. This caused thrombosis in the vessels and the failure of the transplant. There was no death.